Event description:
(B)(4).

Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the MFR arjo (B)(4) on behalf of the importer (B)(4). The was inspected on-site by a rep of the MFR's sales and svc unit subsidiary div, not a direct employee of the MFR. Add'l info will be provided upon completion of the MFR's investigation.